Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide model: ust400 17845-5a-aw rev b 09/17 your new omnipod insulin management system 1 / page 8: alerts and alarms: for your safety, the omnipod system provides a range of alerts and alarms to tell you that your attention is needed, or to warn you of hazardous situations. Checking your blood glucose chapter 4 / page 36 warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that a patient's blood glucose (bg) exceeded 600 mg/dl while wearing the pod between 1 and 4 hours on the hip/buttocks. Despite multiple boluses delivered, bg rose. Subsequently, patient visited the emergency room (ER) and was diagnosed with hyperglycemia. While at the ER, pod emitted a hazard alarm. The device was discarded. Treatment included intravenous delivery of fluid and 10 units of insulin.